Event description:
Additional information was provided that the patient was 100% atrial paced and that atrial thresholds were chronically high that required high atrial output settings. It was also noted that the patient had been lost to follow-up at their clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker was explanted with an allegation of premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.